Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. Evaluation codes updated.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the suture did not fire. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.